Event description:
I had my prosthetic put in (B)(6) of 2021. This was a month after the FDA warning came out. My orthopedic surgeon who only uses this prosthetic never mentioned to me the warning that this prosthetic should not be implanted into someone who is still active or that there was a warning from the FDA about this. About a year after the surgery and still not able to walk even a quarter of a mile without severe pain, anxiety and depression, I went in to see my surgeon, who told me that he would need to send me to another specialist and that the prosthetic would have to be removed and my ankle would have to be fused. This has greatly impacted my life in the negative. As I run my own business which requires me to climb ladders as I do installations of it (information technology) equipment. It is even hard for me to visit my clients. As a result, my business has severely suffered. Since the visit, I have seemed our new ortho surgeon all across the country. I have found several surgeons who are willing to do an ankle revision and put in the correct prosthetic that I should have had in the first place. Due to the issue I have has with the first prosthetic, I have had to get my right knee replaced to straighten out my leg which has bowed out due to my body overcompensating because of the pain in my ankle. My next surgery will be putting a bone fused in the bottom of my foot that will be 3-4 months of recovery and then having a second surgery to get the new prosthetic in place. This will cause me and my business to suffer more. I am not now even sure that my business will survive all this. If only my orthopedic surgeon had mentioned the FDA warning before I had the surgery, I would not have had the surgery with him and sought out an ortho surgeon who could fix my ankle with the correct prosthetic implant. I can't even express everything that I have been going through with the pain suffering and anxiety of thinking that I may go bankrupt from all of this.